Event description:
Amvex oxygen 50 psig adapter was working while connected to oxygen source on power-column. It did not function to allow oxygen supply to ventilator when unplugged from wall-oxygen and plugged into oxygen "quick connect" adapter on portable oxygen tank prior to patient transport on ventilator. The adapter was loose and would not engage enough to provide oxygen to the patient, causing patient's oxygen saturation to drop. No harm to patient. Manufacturer response for oxygen adapter, chemetron style adapter (per site reporter) - no response yet.

Manufacturer narrative:
The product in question is an adapter that is used as a component part of this medical device. The adapter is not a finished medical device. The likelihood of serious injury to a patient is remote. The medical devices that connect to the adapter are fitted with various features to ensure proper delivery of the gas (in this case, oxygen) to the patient. Ventilator alarms such as low pressure and low oxygen are common place and oxygen saturation monitoring are the standard of care as a further back-up in this patient scenario.